Manufacturer narrative:
Follow-up #2: date of submission 03/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings: during investigation, the pump powered up to a cs 069 service alarm. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Technical analysis revealed an eeprom failure. Unrelated to the original complaint, the returned battery cap was damaged. The removal slot was found to be stripped and worn.

Manufacturer narrative:
Follow-up #3 date of submission 03/16/2016-correction to device analysis: the previous product analysis report of a u39 component failure was reported in error. The following correction was made to the product analysis findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The pump casing was removed, and no intermittent conditions were found on the printed circuit board. Further analysis revealed a failure of the eeprom (erasable programmable read only memory).

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: a review of the black box data and alarm history revealed multiple call service alarms had occurred. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Unrelated to the complaint, the battery cap was damaged; the removal top was stripped/worn and the cap was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.